Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Multiple infusion set changes were performed and the occlusion alarms continued. The customer's blood glucose (bg) level was in the 300's mg/dl range and insulin deliveries were resumed to address the bg level after the infusion set changes. A system check was performed and the occlusion was found to be within the cartridge. A cartridge and infusion set change was performed. After the supply change, the customer successfully resumed insulin deliveries.